Event description:
A voluntary medwatch was received and the following was noted: during the procedure, the tip of the stent delivery system broke off inside the pt. The separated piece was found inside the 7french sheath. The sheath was removed intact with the distal tip intact as well. The wire was cut, and the sheath was exchanged for a new sheath. The pt was stable and the procedure continued. Additional info has been required and will be submitted within 30 days upon receipt. The product is available for evaluation and testing; however, the product has not been received as of to date (which is represented as "other" ). Reference (B)(4).